Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker was wondering if he pulled his right atrial (ra) lead along with the right ventricular (rv) lead. Both leads remain in service. No additional adverse patient effects were reported.